Event description:
Additional information received reported following the pump and catheter replacement, the patient was "doing great" with better spasticity control at 3000mcg/day of baclofen. The patient underwent a pump and catheter revision on (B)(6) 2012. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that the patient's pump and catheter were scheduled to be replaced. The battery was replaced for usual end of life. The patient had been getting refilled every few weeks and a larger pump was discussed. During the conversation it was discovered the patient was programmed at an "extremely high daily dose." The patency of the catheter or pump function with compounded baclofen at high concentrations was questioned. It was reported the catheter may be occluded due to the high concentration of compounded medication. No patient injury was reported. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter. (B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), explanted: 2012 (B)(6), product type catheter.

Manufacturer narrative:
(B)(4)